Manufacturer narrative:
The investigation determined that the biased qc results were caused by a lack of pressurization in the iwf metering pump. Ocd field service was sent to the customer site and replaced the iwf pump and adjusted the ir metering position, the customer performed a new calibration and did not observe any additional biased qc results. This event was caused by a mlafunctioning iwf pump.

Event description:
A customer reported observing biased qc results for phyt. This event is consistent with a malfunction that may result in inappropriate physician action. Results were not reported and there was no report of patient harm as a result of this event.